Manufacturer narrative:
The t:slim pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent auto off alarms. The customer acknowledged that there was no interaction with the pump prior to the declaration of the auto off alarms, and therefore the alarms were valid. Tandem technical support educated customer regarding the auto-off safety feature and advised the customer to discuss the auto-off setting with the healthcare provider. There was no reported adverse impact to the customer's blood glucose (bg) level.